Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, resulting in the cgm becoming unpaired from the ilet device; the user does not use the dexcom app and was guided to toggle settings, restart, and re-enter the sensor pairing code, after which the pairing process restarted. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and restoration of the pairing process pending reconnection. User support included remote troubleshooting and user education focused on sensor pairing and device restart. Investigation of this case revealed a communication or pairing interruption between the cgm transmitter and the ilet, with device functionality restored through standard re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption resolvable through standard troubleshooting.